Manufacturer narrative:
(B)(4). Eval: results: (mi).

Event description:
A 3.0mm diameter x 24 length endeavor sprint rapid exchange (rx) drug eluting coronary stent was deployed in the mid lad of a pt with no issue reported. However, it was reported that the pt experienced an mi one day post implant of the relevant stent. No other clinical sequelae were reported.